Event description:
Caller reported a malfunction labeled as 199 indicating an issue with their pump. Despite this malfunction, there was no adverse impact on the customer¿s blood glucose level, and it did not exceed 500 mg/dl. In response, the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Technical support arranged to replace the pump, confirmed the shipping address, and instructed the caller on how to store the pump before returning it. The caller acknowledged the instructions to return the malfunctioning pump using a pre-paid label within ten days.